Event description:
The injury happened to a hospital employee and not a patient. Employee was delivering a bariatric wheel chair to a nursing unit. As employee arrived on the floor, she opened the wheel chair. In the process of pushing the seat down to fully open the chair, her finger got caught between the seat and a guide on the chair frame, amputating approximately 1/2 inch of her small finger.====================== health professional's impression======================inspection of the chair showed that the chair was in good operating condition. The design of the chair is such that when the chair seat reaches approximately 3 to 4 inches from its fully seated position, it suddenly and forcibly snaps into position. When fully opened, tubular rails on each edge of the seat contact plastic guides that are attached to the frame of the wheelchair. The natural position when opening the chair is to place your hands on the both sides of the seat and push downward. If the person inadvertently wraps their fingers around the tubular supports on the sides of the seat, and their fingers are positioned over the plastic guides, injury will occur when the chair seat snaps into position. A small warning label placed next to the plastic guide cannot be seen from the position a person is likely to be in when opening the chair